Event description:
Reference importer # (B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The pump has software version 686g030102. The pump was tested three times for volumetric accuracy with a rate of 250ml/hr 25ml for 6 minutes tested in specification with no free flow door close or opened: first test 25.6ml or 102% of expected volume in 6 minutes; second test: 25.7ml or 102% of expected volume in 6 minutes; third test: simulated volumetric testing was performed at a rate of 8.21ml/hr and 89.71ml or 10 hours 55 minutes and 41 seconds. Volumetric results were in specification at 90.6ml or 101% of expected volume with no free flow door close or opened. The pump performed within the specifications. In a follow up call to the facility, the reporter stated that he ran the pump and checked it in his shop and the results were accurate. The pump performed as intended. Upon review of his results both he and his biomed partner believed that the incident was related to user error. He stated this because this incident came in at the same time as another incident from the same area. He told me that "this was unusual" because in the past whole year, they have not had any complaints of this nature for over or under infusion. He stated that they (the biomed department) typically receive pumps where the tubing gets stuck in the pump or the pump door locks up because the battery was not charged. The reporter could not provide any additional information about the incident but did state that the nurse involved at the time of the incident was supposed to have contacted him to provide additional information as instructed by the director of the ICU. The reporter stated that the nurse had not been in contact with him. The reporter stated that the director of the ICU had also conveyed to the reporter that he believed the reported event was related to user error. Multiple attempts to contact the ICU director have not been successful at this time. The pump's operational log was reviewed. On (B)(6) 2013 at 4:21:08pm new rate was set of 8.21ml/h and new vtbi (volume to be infused) was set of 100ml. At 4:21:30pm the infusion was started. The pump ran until the vtbi was completed and automatic turn over kvo at 4:32:23am on (B)(6) 2013. It was 100ml infused or 101% of expected volume. The infusion was stopped when the kvo was done at 4:33:22am. At 4:33:33am on (B)(6) 2013 new vtbi was set of 20ml. At 4:33:34am the infusion was started and it ran until the vtbi was completed and automatic turn over kvo at 6:59:44am. It was 20ml infused or 100% of expected volume. The infusion was stopped when the kvo was done at 7:00:38am. The kvo alarm was confirmed at 7:04:11am. At 7:08:31am new vtbi was set of 240ml, and the pump was idling for about 4 minutes until the alarm was confirmed at 7:12:20am. At 7:12:24am the infusion was started. The infusion stopped at 6:08:05pm. It was 89.71ml infused or 100% of expected volume. At 6:10:02pm new vtbi was set of 250.3ml. At 6:10:04pm the infusion was started. The infusion was stopped 6:36:16pm. It was 3.58ml infused or 100% of expected volume. The pump then remained idling and was not used for the rest of the day. Based upon the additional information received from the reporting biomed and the results of the evaluation of the actual pump involved, it suggests that the cause of the incident is related to user error. The pump operated as intended. If additional pertinent information becomes available, a follow up report will be submitted.